Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/19/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. The reaction was located on the right upper buttocks and was described as very red, inflamed, smelly, weeping lesion. The extent of injury was described as an staphylococcus skin lesion infection. The patient's mother stated that she does not believe the sensor was the cause of the reaction. Possibly sea water; rock tape (kinesiology tape) was used and the patient was in the ocean a lot. The patient's mother stated that they first treated the affected area with over the counter (otc) antiseptic cream. The patient and her mother then went to visit the patient's general practitioner and was prescribed a fusidic antibiotic/antifungal cream. It was stated that the patient had to stop using the dexcom system approximately between (B)(6), until issue cleared up. Dates are approximations. At the time of contact, the patient was ok. No additional event or patient information was provided.